Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A leak was reported to have occurred during the use of a one link extension set. According to the report, the leak occurred when an unspecified saline/contrast is pushed through them. This occurred outside of patient use. No additional information is available.